Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) cataract on both eyes [cataract]. Clots in eyes [thrombosis]. Hyperglycemia when rbgl was 500 mg/dl [hyperglycaemia]. Hyperglycemia [hyperglycaemia]. Novopen was not injecting the insulin [device failure]. Problem with dose counter returning back to zero after pressing on the dose button with the hearing click sounds without insulin injection [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a consumer as "cataract on both eyes(bilateral cataracts)" with an unspecified onset date, "clots in eyes(clot blood)" with an unspecified onset date, "hyperglycemia when rbgl was 500 mg/dl(hyperglycemia)" beginning on 2022, "hyperglycemia(hyperglycemia)" beginning on 2022, "novopen was not injecting the insulin(device failure)" with an unspecified onset date, "problem with dose counter returning back to zero after pressing on the dose button with the hearing click sounds without insulin injection(device component malfunction)" with an unspecified onset date, and concerned a 59 years old female patient who was treated with novopen (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 25 iu/each main meal, subcutaneous) (therapy dates - --/--/2018 to ongoing) from 2018 and ongoing for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 30-35 iu/morning and 20-25 iu/night, subcutaneous) (therapy dates - --/--/2018 to ongoing) from 2018 and ongoing for "diabetes mellitus", patient's weight: 90 kg. Patient's height: 165-170 cm. Patient's bmi: 33.058-31.142. Dosage regimens: novopen: actrapid penfill: -2018 to not reported (dosage regimen ongoing); mixtard 30 hm penfill: 2018 to not reported (dosage regimen ongoing); current condition: diabetes mellitus (since 17 years, type not reported), hypertension, bad psychological state, uncontrolled diabetes, increased eye pressure. Historical condition: broken leg. Historical drug: glucophage. On an unknown date of 2022, the patient experienced hyperglycaemia twice, one 2 months ago for 3 days when rbgl(blood glucose) was 500 mg/dl, and the other a week ago and stopped at the same day when rbgl was 400 mg/dl (normal rbgl 150-200 mg/dl) and at that time patient used novopen (could not confirm novopen3 or novopen4) which was not injecting the insulin and had a problem as the dose counter back to zero after pressing on the dose button with the hearing click sounds without insulin injection. The event was recovered just after the pen be replaced with syringe for injection. It was also reported that, the patient had cataract on both eyes which was diagnosed 2 weeks ago. Patient underwent 4 laser argon sessions 2 per each eye, 3 or 4 days in between through the last 2 weeks and next sunday. Patient will have an optical surgery for the left eye to remove the cataract, change the vitreous body, silicon injection and remove fibroids and clots as the diagnosis is (stage before retinal detachment). As per hcp uncontrolled dm and bad psychological state are the causes of the event, in addition to the increased eye pressure which led to ruptured of capillaries and haemorrhage are the completed causes of eyes problem. On (B)(6) 2022, all tests done for the next eye operation and were normal (unit and values not reported). Batch numbers: novopen: requested. Actrapid penfill: requested. Mixtard 30 hm penfill: requested. Action taken to novopen was not reported. Action taken to actrapid penfill was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "cataract on both eyes(bilateral cataracts)" was not recovered. The outcome for the event "clots in eyes(clot blood)" was not recovered. The outcome for the event "hyperglycemia when rbgl was 500 mg/dl(hyperglycemia)" was recovered. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "novopen was not injecting the insulin(device failure)" was not reported. The outcome for the event "problem with dose counter returning back to zero after pressing on the dose button with the hearing click sounds without insulin injection(device component malfunction)" was not reported. Preliminary manufacturer's comment: on (B)(6) 2022: the suspected device novopen has not been returned to novo nordisk for evaluation. No conclusion is reached. However, product handling error such as needle re-usage, uncontrolled diabetes could be contributing factors leading to hyperglycaemia in the patient. Medical history of hypertension, diabetes, increased eye pressure are assessed as significant risk factors for the reported event of cataract and clots in the eye of the patient. Company comment: cataract, thrombosis are assessed as unlisted events and hyperglycemia as listed event according to novonordisk current reference safety information on actrapid and mixtard. Product handling error such as needle re-usage, uncontrolled diabetes could be contributing factors leading to hyperglycaemia. In the patient. Medical history of hypertension, long standing diabetes, increased eye pressure are assessed as significant risk factors for the reported events of cataract and clots in the eye of the patient. However, information on final diagnosis of increased eye pressure, clots in the eye, medical confirmation, relevant clinical and investigation results are unavailable. This single case report is not considered to change the current knowledge of the safety profile of actrapid and mixtard. Reporter comment: the patient also experienced pain at the injection site each time the syringe was used for injection instead of the pen and it is not completely recovered. Patient also reused needle for 5-7 days

Event description:
Case description: investigational result: name - novopen, batch no. Unknown no investigation was possible, because neither sample nor batch number was available. Since last submission follwing information updated: -investtigation results updated -imdrf codes updated for novopen -narrative was updated accordingly final manufacturer's comment: 06-feb-2022: the suspected device novopen has not been returned to novo nordisk for evaluation. No investigation was possible, because neither sample nor batch number was available. No conclusion is reached. However, product handling error such as needle re-usage, uncontrolled diabetes could be contributing factors leading to hyperglycaemia in the patient. Medical history of hypertension, diabetes, increased eye pressure are assessed as significant risk factors for the reported event of cataract and clots in the eye of the patient. Evaluation summary name - novopen, batch no. Unknown no investigation was possible, because neither sample nor batch number was available.